Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG equipment is malfunctioning. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the philips xl+ defibrillator indicating that the ECG equipment malfunctioned. There was no report of any user or patient impact. Details provided in an update from the source case indicate that a philips field service engineer replaced the device's xl+ kit-measurement mod-ECG and the device was successfully returned to service. The part was not returned for additional evaluation and was scrapped locally. The device remains in use at the customer's site. No additional action is warranted at this time.